Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had their ins replaced. Additional information was received from the patient. It was reported that their first implant lasted about 5 years and then the battery stopped charging/holding a charge which led to the need to replaced.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was that basically since the intellis implant (ins) was implanted to replace the previous ins, more so recently like in the last six months, the pt was having tons of trouble recharging the ins. Caller stated that it was taking a long time to try recharging the ins and that the equipment was not finding the ins. Caller also stated that the controller would display error messages. Caller stated that the pt had some pictures; caller stated that no device found would appear; no other error messages were reported. Caller stated that every now and then when recharging the ins, the controller screen would go white and freeze up. Caller also stated that the controller would be on the home screen and that they could see the therapy settings on group c with program 1, however there would also be a lock icon in the center of the screen; pss understood that the controller would display more than one screen at once. Caller confirmed that there were no issues recharging the controller from the power supply; caller noted that the pt would recharge the ins once a day and that the controller would be charged about once every twenty hours. Caller confirmed that the recharger (rtm) was not getting hot while recharging the ins. A replacement controller was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.